Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultrasmart meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 8:00 am, the patient obtained the error 2 error message on the reported meter; she did not obtain a blood glucose reading. Afterwards, the patient took her usual doses of the oral diabetes medication metformin 500 mg twice per day. On (B)(6) 2010 the patient experienced the symptoms of headache, fatigue, frequent urination and a bitter mouth. The patient did not receive any medical attention or treatment. Troubleshooting revealed the patient's test strips and testing technique were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the reported meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case were tested and the primary complaint was not confirmed. However, a secondary issue was noted where the control solution reading was high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
A nurse contacted global technical services (gts) regarding assistance with therapy. The nurse stated that the doctor wanted her to change the solution strength. The nurse disconnected and switched the heater bag with the supply bag. Gts explained that if the nurse disconnected any bags, the supplies were compromised and the nurse would need to start the therapy over with new supplies. The nurse stated, the doctor had been changing the concentrations and wanted the patient to have continuous therapy. Product surveillance contacted the patient's nurse. According to the nurse, the patient has been fine and was seen in clinic recently. No patient injury or medical intervention associated with this event was reported.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a balloon leak occurred. The instent restenosis of another manufacturer's stent was located in the non-calcified and non-tortuous left anterior descending artery. The physician treated the lesion using rotational atherectomy. Next, the 20mm x 3.5mm quantum maverick balloon catheter was advanced across the lesion. As the physician inflated the balloon 4 to 5 times to at least 16 atms per inflation an accumulation of contrast in the vessel distal to the maverick was noted and a leak in the balloon was thought to have occurred. The balloon was inflated outside of the patient, however, a balloon leak could not be detected. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. A secondary issue was noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.